Event description:
Removal/revision of fractured exeter stem. The pt could not walk, sit or stand without pain. It took 2 hours to remove broken stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.